Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are device is hard, moves around, "drooping," and saline implant "rupture."

Event description:
Patient reported device is "hard and move around." Patient additionally reported "rupture" and "drooping." Device remains implanted. This record is for the right side.

Event description:
Device has been explanted.